Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter not working occurred. Data was evaluated and the allegation was confirmed as a transmitter fatal error. The probable cause was determined to be transmitter fatal error. The reported event of a transmitter not working is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not working occurred. Data was evaluated and the allegation was confirmed as a transmitter fatal error. The probable cause was determined to be transmitter fatal error via data. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. A voltage test was performed and passed. A review of the share logs was performed and transmitter fatal error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of a transmitter not working is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.